Event description:
This is a spontaneous case report of peritonitis in a male patient of unknown age from (B)(6) following therapy with unspecified pd solutions, received from a nurse by baxter (B)(4). At an unreported date the patient started therapy with unspecified pd solutions. At an unreported date the transfer set detached from the titan adapter as the tubing of the cycler set was twisted. Three weeks later on (B)(6) 2011, the patient developed peritonitis. The patient was hospitalized and treated with antibiotics. The reporter stated that the event was unrelated to the detaching of the transfer set from the titan adapter as the onset of the peritonitis was 3 weeks later. On (B)(6) 2012, additional information /clarification received from the sales rep. The patient reported that the material of the blue band which is holding the tubing of the cycler set apparently changed. The blue band gets loose when removing the cycler set from the over pouch. As a result, it is difficult to untangle the tubing. It cannot be excluded that the tubing of the cycler set gets twisted before connection to the transfer set. This may cause a torsion which can result in a disconnection.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. The cause of the reported condition of peritonitis is unknown. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of sample available for evaluation. Complaint text indicates peritonitis which may be related to a separation having occurred between the transfer set and patient catheter adapter, although the provider considers this unlikely because of timing. Since the sample is not available for evaluation a specific causal agent cannot be determined for this case. Since no sample was available for evaluation and no further information about any product problem is available, no root cause can be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure.